Manufacturer narrative:
Concomitant products: 694758 lead, implanted: (B)(6) 2009. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported when the patient was lifting boxes the wound ¿opened up.¿ it was determined the wound was in the process of healing at the time. It was also reported the patient developed a pocket infection and experienced night sweats and flu like symptoms. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.